Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to multiple repositioning attempts caused by patient anatomy. It was indicated that for lbb leads, it was better to be careful as there was potential insulation damage after multiple repositioning.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was not successfully implanted due to multiple repositioning attempts caused by patient anatomy. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.